Event description:
Penile prosthesis had extruded through the urethra and was extended out through the meatus. Pt had been having problems urinating for three days and the prosthesis had been gradually migrating out of the penis for approximately three months.